Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent cartridge alarm 19s. The alarms appeared to occur approximately 12 hours after a cartridge had been installed. The customer's blood glucose level was 76 mg/dl. After the alarm, the customer would reload the same cartridge and the resume insulin delivery.